Event description:
It was reported that cemented cup came loose. Replaced with titanium cup and screws.

Manufacturer narrative:
An event regarding loosening involving an acetabular cup uhmwpe was reported. The event was not confirmed. Method and results: device evaluation and results: not performed because the device was not returned. Medical records received and evaluation: a review of the primary operative report by the clinical consultant indicated, "on (B)(6) 2013 a revision of the right acetabulum was apparently performed for which no operative report or clinical documentation is available. After nineteen years in situ, failure of fixation of the cemented all-poly acetabular component is not unexpected. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation." Device history review indicated all devices accepted into final stock met specification. Complaint history review indicates there have been no other events associated with the reported lot. Conclusions: the exact could not be determined because insufficient information was provided for review; however, the clinical consultant indicated that, "after nineteen years in situ, failure of fixation of the cemented all-poly acetabular component is not unexpected. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation." Medical records and the returned device are needed to investigate for root cause determination. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that cemented cup came loose. Replaced with tritanium cup and screws.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.